Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that doors 1, 2, and 3 were not detected on the bus. The field service engineer (fse) traveled to the site and troubleshot the faulty tower door. The fse found a bad latch assembly, replaced it, and confirmed the door recovered with no issues. The customer also reported experiencing multiple not detected on bus issues after reboots affecting several drawers. The fse deployed the remote smart service firewall rule and performed multiple reboots. No issues were observed after the updates, and the system functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 1, 2, and 3 were not detected on the bus, which then affected additional drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.